Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the tines/lobes were damaged. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant there was a problem with the helix on the right atrial (ra) lead and it could not be fixed well in the patient. The lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.